Event description:
Legal papers allege the pt underwent scalp reduction surgery on 11/28/90. Approx. One month later, pt reportedly suffered inflammation and infection along the suture line, which later spread to other parts of his neck and head, causing disfiguring ulcerative lesions that bleed often and are continuing to disfigure him.